Manufacturer narrative:
(B)(4). This complaint for a damaged cassette was not confirmed; therefore, no root cause could be determined.

Event description:
A nurse contacted baxter (B)(4) regarding damage to some cassettes. Reportedly, some cassettes were broken during the dialysis. The nurse reported that patient is very frightened and he doesn't want to undergo with the apd treatment. He prefers the manual one. The nurse also reported that the patient follows all the steps correctly. Finally, it seems that she recommended the patient not to use the other cassettes available in the same box. There was patient involvement. During a follow-up with the nurse, she reported that it was the fifth time this patient detects a broken cassette. The nurse told the patient that it is very strange, because any other patient has never reported a similar case. The patient detected the issue because there was liquid in the table and in the floor. There were not consequences to the patient. He referred slight stomach ache, but it is attributable to his nervous. Once he told with the nurse, he became calm and the pain disappeared. As preventive measure, he was treated with antibiotics. Patient feels well and now is carrying out a capd treatment. The nurse informed that he doesn't use sharp instruments to open the cassettes.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.